Event description:
End-user reportedly fell because a wheel on the walker bent and the end-user struck her head. No injury has been specified.

Manufacturer narrative:
Additional information provided was that the patient had broken ribs and concussion.

Event description:
Injury was specified as concussion and broken rib. End-user reportedly fell because a wheel on the walker bent and the end-user struck her head. No injury has been specified.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be filed.